Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 533 mg/dl while using the ilet system, after which the user changed infusion supplies and initially had difficulty attaching insets before successfully resuming insulin delivery. Symptoms included high blood glucose. Outcomes included recovery to a blood glucose of 89 mg/dl and no hospitalization. Investigation included customer interview, troubleshooting, and education, with replacement infusion sets shipped and discussion of an alternative infusion set type. Investigation of this case revealed an unclear cause of hyperglycemia with user-reported difficulties attaching the infusion set prior to resolution. It was concluded that the event was user-corrected with resumed insulin delivery and that the cause of the hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.